Event description:
Hilips received a complaint by the customer on the v60 indicating that when the device powered on, a 1104 "backup alarm failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) reviewed the suggested repair with the customer and provided the customer with the part number of the replacement central processing unit (cpu) printed circuit board assembly (pcba) for repair. The rse also informed the customer that the installation includes reprogramming the serial number and operating hours and reinstallation of the software options. Investigation is ongoing.

Manufacturer narrative:
The customer ultimately ordered the replacement cpu pcba, and upon receiving the new part, the customer performed the replacement, reprogrammed the serial number, and successfully installed the option codes. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.